Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the shocking feature of their implantable cardioverter defibrillator (ICD) was turned off. They reported experiencing ¿dual reading¿ and felt uncomfortable at the time the shocking feature was active. The ICD remains in use. No further patient complications have been reported as a result of this event.